Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a partial reset. The right atrial (ra) lead exhibited noise/oversensing, increased impedance, thresholds and decreased p waves. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.